Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "breast is overall painful and with nerve pinpricks and muscle pulling in armpit and side ribcage. I have a permanent hip mobility disability. The worst breast pain is when to stabilize my body to walk I have to press my hand down forcefully on my cane/walker. This radiates extensive pain up my arms, pulling on muscles around my breasts, armpits, chest muscles and lifts up the hard breasts. My cane/walker is bearing my body weight not supported by my deteriorated hip abductor and adduction muscles. I have little peace from breast pain" and "[physician] confirmed the implant is encapsulated, baker IV." Device remains implanted.